Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-03642. It was reported that the patient experienced ineffective stimulation. In turn, reprogramming did not resolve the issue. As a result, surgical intervention may be pending to address the issue.